Event description:
The manufacturer received information alleging a trilogy evo o2 issue with touchscreen while in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo o2 issue with touchscreen while in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician states the display system board died and is not responding, therefore the logs could not be downloaded so the actual cause for the event could not be determined. The technician speculated that it might be a voltage spike or something of that sort as this part is very sensitive, but they cannot say for sure. The display system board was replaced to address the issue, and it was confirmed that the device worked fine afterwards. The device passed all test, and it will be returned to the customer.